Manufacturer narrative:
Correction to product analysis: the sentence, "if the implant depth is <(><<)>(><(><<)><(><<)>)>1mm or >5mm, consider recapture." Corrected to "if the implant depth is greater than 1 mm or less than 5mm, consider recapture.". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Additional codes. Product analysis: the suspect dcs was discarded and the suspect valve remains in the patient; therefore, analysis of the actual devices will not occur. Additionally, the patient¿s executive summary was not provided for anatomical review. However, procedural images including five static images and four media files were submitted to medtronic for review. An angiogram was performed prior to final release of the valve, in a cusp overlap view, with evidence of possible calcification at the bottom of the non-coronary cusp which would suggest a shallow depth. As stated in the device instructions for use, the recommended target depth is 3mm relative to the valve annulus. If the implant depth is <(><<)>(> <(><<)><(><<)>)>1mm or >5mm, consider recapture. Depth assessment in the left anterior oblique view was not provided; therefore, depth at the left coronary cusp is unknown. The dislodgement event was not captured, but an angiogram confirmed the valve dislodgement and the nose cone near one of the paddles of the valve frame, and significant aortic insufficiency. Of note, medtronic recommends caution while withdrawing the dcs to minimize interaction with the valve frame. Conclusion: the investigation is in-progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a evproplus-29, the valve was pulled out with the nosecone after it had been fully released. Subsequently, a non-medtronic valve was implanted, which resulted in the loosening of the evolut valve, causing it to dislodge into the ascending aorta where it became anchored. Additional information was received to report vascular access for the valve implant was achieved via the femoral artery. A pre-implant balloon dilation was performed and the cusp-overlap technique was used during deployment. The valve was implanted in the native aortic annulus; however, the nose cone of the delivery catheter system (dcs) was not ideally centered and was withdrawn quickly through the valve frame. It was noted withdrawal was performed despite tension felt in the guidewire. Per the physician, the nose cone of the dcs "did not move when trying to [loosen] tension on the wire".

Event description:
It was reported that during a transcatheter heart valve procedure involving a evproplus-29, the valve was pulled out with the nosecone after it had been fully released. Subsequently, a non-medtronic valve was implanted, which resulted in the loosening of the evolut valve, causing it to dislodge into the ascending aorta where it became anchored.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro plus valve; product ID evproplus-29 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025 explant date other medical products in use during the event include: product ID l-evprop23-29 (lot: 0012635061); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.